Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided on 10/10/2025. Elevated bg was addressed by a manual insulin injection. Reportedly, the customer reverted to an alternate method insulin therapy.